Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and gastric haemorrhage ("internal blood covering my stomach area") in a female patient who had essure (ess205) (batch no. 32293659 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included degenerative disc disease, attention deficit disorder and rheumatoid arthritis. Concurrent conditions included neck pain, headache, migraine, fever, chills, malaise, hematuria, fatigue, ear ache, cough, unspecified idiopathic peripheral neuropathy and pelvic discomfort. Concomitant products included baclofen, diclofenac, duloxetine hydrochloride (cymbalta), gabapentin and tramadol. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy, allergic reactions"), urticaria ("hives and itching painful breakouts") with pain of skin, pruritus ("hives and itching painful breakouts"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"), rash ("rash spot"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastric haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdomen -pain with vaginal exams"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, cystitis, urinary tract infection, rash, dysmenorrhoea, dyspareunia and gastric haemorrhage outcome was unknown and the urticaria, pruritus and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, gastric haemorrhage, genital haemorrhage, pelvic pain, pruritus, rash, urinary tract infection and urticaria to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. (B)(6) 2016: surgical pathology report. Specimen: uterus, bilateral fallopian tubes and left ovary. Final pathologic diagnosis: uterus, fallopian tubes and left ovary, hysterectomy, bilateral salpingectomy and left oophorectomy: uterine cervix with nabothian cysts and tunnel clusters. Adenomyosis. Weakly proliferative endometrium. Bilateral paratubal cysts left ovarian hemorrhagic corpus luteum and hemorrhagic follicular cysts. Two coiled metallic wires are identified within the bilateral uterine cornu, consistent with intrauterine devices. Gross examination only. Most recent follow-up information incorporated above includes: on 14-aug-2018: update of information (batch is not valid). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), gastric haemorrhage ("internal blood covering my stomach area") and internal haemorrhage ("internal bleeding") in a 42-year-old female patient who had essure (ess205) (batch no. 32293659 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included degenerative disc disease, attention deficit disorder and rheumatoid arthritis. Concurrent conditions included neck pain, headache, migraine, fever, chills, malaise, hematuria, fatigue, ear ache, cough, unspecified idiopathic peripheral neuropathy and pelvic discomfort. Concomitant products included baclofen, diclofenac, duloxetine hydrochloride (cymbalta), gabapentin and tramadol. On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6)2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2005, the patient experienced allergy to metals ("nickel allergy, allergic reactions"), rash ("rash spot") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2015, 10 years 3 months after insertion of essure (ess205), the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urticaria ("hives and itching painful breakouts") with pain of skin, pruritus ("hives and itching painful breakouts"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), gastric haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomen -pain with vaginal exams") and internal haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, cystitis, urinary tract infection, rash, dysmenorrhoea, gastric haemorrhage and internal haemorrhage outcome was unknown and the urticaria, pruritus, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, gastric haemorrhage, genital haemorrhage, internal haemorrhage, pelvic pain, pruritus, rash, urinary tract infection and urticaria to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2005: total bilateral occlusion (B)(6)2016: surgical pathology report specimen uterus, bilateral fallopian tubes and left ovary final pathologic diagnosis: uterus, fallopian tubes and left ovary, hysterectomy, bilateral salpingectomy and left oophorectomy: uterine cervix with nabothian cysts and tunnel clusters. Adenomyosis. Weakly proliferative endometrium. Bilateral paratubal cysts . Left ovarian hemorrhagic corpus luteum and hemorrhagic follicular cysts. Two coiled metallic wires are identified within the bilateral uterine cornu, consistent with intrauterine. Devices. Gross examination only. Most recent follow-up information incorporated above includes: on 5-oct-2018: plaintiff fact sheet received. Events internal bleeding was added. Event outcome updated. Historical , concomitant conditions drugs were added. Product , patient & reporter information updated. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and gastric haemorrhage ("internal blood covering my stomach area") in a female patient who had essure (ess205) (batch no. 32293659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included degenerative disc disease, attention deficit disorder and rheumatoid arthritis. Concurrent conditions included neck pain, headache, migraine, fever, chills, malaise, hematuria, fatigue, ear ache, cough, unspecified idiopathic peripheral neuropathy and pelvic discomfort. Concomitant products included baclofen, diclofenac, duloxetine hydrochloride (cymbalta), gabapentin and tramadol. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy, allergic reactions"), urticaria ("hives and itching painful breakouts") with pain of skin, pruritus ("hives and itching painful breakouts"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary"), rash macular ("rash sspot"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastric haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdomen -pain with vaginal exams"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, cystitis, urinary tract infection, rash macular, dysmenorrhoea, dyspareunia and gastric haemorrhage outcome was unknown and the urticaria, pruritus and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, gastric haemorrhage, genital haemorrhage, pelvic pain, pruritus, rash macular, urinary tract infection and urticaria to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion . (B)(6) 2016: surgical pathology report specimen uterus, bilateral fallopian tubes and left ovary final pathologic diagnosis: uterus, fallopian tubes and left ovary, hysterectomy, bilateral salpingectomy and left oophorectomy: uterine cervix with nabothian cysts and tunnel clusters. Adenomyosis. Weakly proliferative endometrium. Bilateral paratubal cysts . Left ovarian hemorrhagic corpus luteum and hemorrhagic follicular cysts. Two coiled metallic wires are identified within the bilateral uterine cornu, consistent with intrauterine devices. Gross examination only. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet received. Events bladder & urinary tract infection, hives and itching painful breakouts, dysmenorrhea, dyspareunia, internal blood covering my stomach area were added; previous reported event allergic reactions was updated to nickel allergy. Lot number & lab data updated. Concomitant & historical drugs conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and hypersensitivity ("allergic reactions"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.